Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11602. It was reported the pt was hospitalized due to an epidural abscess. The pt was referred to a surgeon. Follow up identified the pt had undergone a trial procedure and had effective pain relief during the trial. The leads had been explanted as planned. Follow up regarding the pt status found the abscess had been debrided and cultured, and the p was treated with oral and IV antibiotics. The pt had been moved to a step down unit at the hospital, and it was reported the pt was well.